Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 516 mg/dl at the time of incident. The customer's mother stated that they were nauseous and vomiting. The customer's mother stated that they were wearing the insulin pump during hospitalization. Troubleshooting was performed and found that the cannula was bent. The customer's mother also reported that they received no delivery alarm and was resolved by complete set change including the reservoir. The reservoir will be returned for analysis.